Event description:
A pt reported that they were not able to test on the meter. The test on their meter "would not start". Their meter taken to the hosp since unable to test on their meter and they were feeling shaky and dizzy. The hosp meter read 38 mg/dl "a couple of hours later". The issue with the meter was not resolved with troubleshooting. No further info has been reported.